Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported to philips that the device was failing autotest with the ready for use indicator (rfu) displaying a red x and an equipment disabled error message indication. There was no patient involvement.